Event description:
A hospital reported that the rubber bung was not connected to an rt021 catheter mount. No pt consequence was reported.

Manufacturer narrative:
The rt021 includes a rubber bung that seals a suction port. The device was not returned to the MFR for inspection. An investigation was carried out based on the event description and previous experience with similar complaints. Results: according to the event description, the rubber bung was not connected to the suction port of the catheter mount. A lot check revealed no other similar complaints for this lot number. Conclusion: all rt021 catheter mounts are pressure tested during production and those that fail are rejected. A leak would result if the rubber bung was not connected. This suggests the rubber bung became disconnected post production during transport, storage or use. Our monitoring and trending of missing or disconnected rubber bungs on catheter mounts has a rate of occurrence worldwide in the last year.